Manufacturer narrative:
It is unknown whether the device may have caused or contributed to the event. As the product was returned and it was concluded that the device did not require a failure analysis.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was unknown at the time of incident. The customer was advised how to perform troubleshooting. The customer was advised to monitor and call back if the alarm recurs. The customer reported that the insulin pump did not alarm low battery prior to replace battery now alarm more than once. The insulin pump will be returned for analysis.